Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment of peritonitis were not reported. It was reported that the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information : based on additional information received, it was reported that the patient does not have peritonitis. It was reported the patient experienced a urinary infection. The cause was unknown. On an unreported date, the patient was hospitalized for the event and was discharged three days later. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. The baxter disposable is no longer a suspect product. Should additional relevant information become available, a supplemental report will be submitted.